Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic after receiving an alert that the device was in backup vvi. A device download was successfully performed. The patient was asymptomatic.